Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeon¿s desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. The suture/t construct was returned and t1 is missing. It appears that during placement of t1 the trigger was inadvertently advanced causing the simultaneous deployment of t2. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.

Manufacturer narrative:
No evaluation conducted to date pending device return.

Event description:
During meniscal repair surgery, after t1 was deployed, t2 was deployed simultaneously.